Manufacturer narrative:
Upon review, the unknown IV administration set cannot be located because there is no information provided with this device. This MDR will be reopened and updated in the event the product or additional information becomes available. [Reference: complaint # (B)(4)].

Event description:
On (B)(6) 2024, infutronix received a report that an IV set had tubing leaking issue. Patient and her husband called and stated her pump was leaking and leaked all over her bed. Patient was not harmed.